Manufacturer narrative:
(B)(4).

Event description:
Pt's mom reported sensor loss (B)(4) (B)(6) 2018 clarification: issue was signal loss: verified signal loss was present in share tool. Updated discussion/resolution to include other replacement and rga sent out, and updated rga to correct rga number.